Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Imaging was noted to be challenging. An xtw clip (40612r1070) was inserted and deployed on the tricuspid valve. To further reduce tr, a second xtw clip (40612r1069) was inserted. However, while advancing the clip, it was noted the clip was moved without proper visualization on echocardiography. This caused the clip to come in contact with the first clip, causing that clip to detach from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was repositioned and deployed. Two additional clips were implanted, reducing tr to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to be due to the reported procedural conditions (low visibility and getting too close). The reported poor image resolution was associated to low visibility. There is no indication of a product issue with respect to manufacture, design or labeling.